Event description:
A home patient contacted baxter's technical service center regarding a system error 2367 message that appeared on the display of the home patient's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. The home patient was diagnosed with peritonitis few days later. The home patient uses pd2 solutions of varying strengths. The home patient was treated with vancomycin, ip and gentamycin, ip. There were no exit site or tunnel infections. The home patient's nurse stated the home patient has been having problems performing his pd therapy. The home patient has been retrained.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 25, 2007. Concomitant medical products and therapy dates (exclude treatment of event): homechoice automated pd system 115 volt, capd transfer set, dianeal solution (strength unknown).